Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7053hp washer/disinfector and spoke to user facility personnel regarding the reported event. The technician learned that the employee was attempting to manually clear an obstruction when the door closed on their hand resulting in the reported event. As designed, the detection bar was activated, and went back up. The technician inspected the unit and was not able to duplicate the reported event. No repairs were required, and the unit was returned to service. The amsco 7053hp washer/disinfector operator manual states, " warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The technician counseled user facility personnel on the safe operating protocols, specifically to not manually attempt to clear door obstructions. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury to their hand while operating their amsco 7053hp washer/disinfector. Medical treatment was sought, but not administered.